Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer gave a non-specific report that med errors have occurred when users mix up the dose and rate during programming of medications such as fentanyl or other critical drips. No patient harm was reported. The pharmacy staff planned to adjust their dataset to minimize reoccurrence.